Event description:
A nurse reported that during surgery, the handpiece did not work when it was connected to the system. The handpiece was exchanged and the case was completed after a 25 min delay. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and handpiece, and confirmed the handpiece was not being detected when attached to the system. The system was tested and met product specifications. Root cause has not been determined. (B)(4).